Event description:
Related manufacturer reference number: 2938836-2019-16032 it was reported that the right ventricular lead exhibited noise. The patient presented for lead revision on (B)(6) 2019. During the procedure, it was noted that the right atrial lead exhibited oversensing. It was noted that the patient had a previous revision procedure due to twiddler syndrome. It was suspected that the atrial lead may have been damaged during that procedure. The leads were explanted and replaced. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16032. It was reported that noise episodes, seen on the right ventricular lead, was observed. During the time of the procedure, atrial oversensing was noticed. The patient had to redo a procedure because of twiddler's syndrome. The leads were explanted and replaced. The patient was stable.